Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had many stored ventricular tachycardia (vt) episodes which included many rounds of anti-tachycardia pacing (atp) therapy and four device shocks. A review of device data by boston scientific technical services (ts) indicated evidence that the ramp of the atp accelerated the patients rhythm requiring device shocks to convert the arrhythmia. Ts discussed considerations with the boston scientific field representative, including changing the vt rate threshold programming, changing the atp programming as the ramp and number of pacing pulses caused the rhythm acceleration, and to determine the source of constant electromagnetic interference (emi) observed on the right atrial lead. The representative indicated they would be contacting the electrophysiologist. The device remains in-service. No additional adverse patient effects were reported.